Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator exhaled tidal volume was displaying as zero. Although the device continued to cycle, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The ventilator was received for investigation. A visual inspection found no anomalies. Functionality tests were performed. The device was connected to power and passed the power on self-test (post). A breathing circuit was connected and the unit started ventilating. The software was updated, and the device was power cycled, and started ventilating. It was allowed to ventilate for 30 minutes, the readings were checked and it was consistent. The unit passed all tests and calibrations and was found to be operating within manufacturing specifications. The customer reported malfunction was not verified.